Manufacturer narrative:
Corrected information: h6 (method code, results code, conclusions code), h10 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited failure to capture and was to be revised. Upon opening the pocket and testing the lead, the lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional: d10, h3, and h6.